Manufacturer narrative:
During a percutaneous transluminal angioplasty (pta), the 155 cm. Saber 2 mm. X 2 cm. Balloon catheter (bc) ruptured prior to reaching nominal pressure. Therefore the balloon was changed to another (unknown) balloon catheter. The procedure finished successfully. There was no reported patient injury. The target lesion was a below the knee lesion (bk). The lesion was reported to be: a 100% stenosis, moderately calcified and not tortuous. A non-cordis guidewire was used to access the target lesion. Additional information received indicated that there was no reported difficulty removing the product from the hoop, removing the protective balloon cover, or difficulty removing the stylet or any of the sterile packaging components. There were no kinks noted on the device prior to use. The device prepped properly/maintained negative pressure. The product removed intact (in one piece) from the patient. The following information was unknown: contrast media used, contrast to saline ration, inflation device used, if the same inflation device was used subsequently, if there was any resistance/friction advancing the device through the rotating hemostatic valve or guiding catheter, if there was any difficulty advancing the bc through the vessel, if the bc was ever in an acute bend, if the bc kinked during use, if the bc was removed easily from the vessel/patient/etc. No additional information is available. The product was not returned for analysis. A device history record (DHR) review of lot 17276543 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp (peripheral)¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of moderate calcification and a rate of stenosis of 100% may have contributed to the reported event. Neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
(B)(6). The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
As reported, during a percutaneous transluminal angioplasty (pta), the 155 cm. Saber 2 mm. X 2 cm. Balloon catheter (bc) ruptured prior to reaching nominal pressure. Therefore the balloon was changed to another (unknown) balloon catheter. The procedure finished successfully. There was no reported patient injury. The product was clinically used and it will be not returned for analysis. The target lesion was a below the knee lesion (bk). The lesion was reported to be: a 100% stenosis, moderately calcified and not tortuous. A non-cordis guidewire was used to access the target lesion. Additional information received indicated that there was no reported difficulty removing the product from the hoop, removing the protective balloon cover, or difficulty removing the stylet or any of the sterile packaging components. There were no kinks noted on the device prior to use. The device prepped properly/maintained negative pressure. The product removed intact (in one piece) from the patient. The following information was unknown: contrast media used, contrast to saline ration, inflation device used, if the same inflation device was used subsequently, if there was any resistance/friction advancing the device through the rotating hemostatic valve or guiding catheter, if there was any difficulty advancing the bc through the vessel, if the bc was ever in an acute bend, if the bc kinked during use, if the bc was removed easily from the vessel/patient/etc. No additional information is available.